Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a radical resection of sigmoid colon cancer, the surgeon was able to press the green button, but was not able to squeeze the handle. The device did not fire. A new stapler was used to resolve the issue. There was no patient injury.